Manufacturer narrative:
Mst1009 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. If the tissue is found within the canister rather than in the sample managment systems, a misdiagnosis is possible due to lost tissue. Following consulatation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr 803, this failure was determined to be a reportable malfunction.

Event description:
Devicor medical products, inc. Received a report from our affiliate, devicor medical (B)(6) stating that "tissue samples bypassed the collection cup and went straight into the canister. After the procedure, when they checked the canister, there was a lot of adipose tissues. Also they found a calcified tissue in it. No patient complications." This has been documented in our system as record # (B)(4).